Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was testing in memory mode. The complaint was classified based on customer care advocate (cca) documentation as the patient would not provide any further information when contacted by medical surveillance (ms). The patient could not specify when the meter issue occurred. It is unknown what medications, if any, the patient takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that he developed symptoms of "weak and passed out" an unknown time after the meter issue occurred, however did not specify if he received any treatment. During troubleshooting the cca noted that when the patient was walked through the correct testing procedure the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.